Manufacturer narrative:
The product identity was confirmed in the evaluation. The drivers were visually evaluated and looked to be in good condition. The drivers were functionally evaluated by inserting a screw into white oak with contra angle blade. Three of the four drivers were able to successfully seat a screw but exhibited rough rotation which is indicative of a bent drive shaft from excessive force. The driver that was not able to seat a screw was found to be stripped. It was disassembled and there was damage to the gear teeth and a bent drive shaft. The most likely cause of the broken drivers was determined to be excessive force. Instruction for use states: "avoid undue stress or strain when handling or cleaning instruments." This is supplemental report two of three for the same event. Reports one and three are reported on MFR #0001032347-2017-00368 and 0001032347-2017-00370.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation. Report two of three for the same event, reference reports 0001032347-2017-00368 and 0001032347-2017-00370.

Event description:
It was reported four contra angled drivers that failed to function during a demonstration lab. One driver was sticking, two would not click into place, and one would not go into reverse. There is no surgery or patient involvement.